Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient is concerned with constipation as she hasn't had a bowel movement since the procedure and it isn't normal for her. Patient also stated that she had a little bit of pain but took the pain medication that the doctor gave her. No further complications were reported. Additional information was received from the patient. They reported that they had a problem on wednesday (B)(6) 2021 with a different doctor appointment that had nothing to do with this. They stated they were getting in the car and tried to shift a little because, "I couldn't sit straight up because of the incision on my left cheek." They said, "ahh! I hope I didn't pull anything out." They mentioned they had to make sure they did not get it wet or dip the wires in the toilet. They also mentioned they pulled down their panties and, "there was blood through the gauze and bandages." They were concerned they might have ripped something out, so they called their doctor. A supervisor returned their call and said, "if you ripped something out you would be constantly bleeding, but it's dried up blood so you just probably pulled on the wire a little bit." The supervisor told the patient to be careful how they sat and moved, and the doctor would see the blood on the "pad" on tuesday (B)(6) 2021. The patient then asked, "if there is dried up blood from thursday to tuesday, could that cause an infection?"

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2021,product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.